Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a potential allergic reaction. An explant procedure was performed and this system was explanted. Erosion was noted at the procedure. No additional adverse patient effects were reported.